Manufacturer narrative:
The field service engineer (fse) replaced power management (pm) board, motor controller (mc) board and data acquisition (da) board to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board, data acquisition (da) board and motor controller (mc) board shows that the u28 pin 6 internal shorted to pin 8 (gnd) on the motor controller pcba and the u16 pin 6 internal shorted to pin 8 (gnd) on the power management pcba created the 1007 error code vent inop.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) states that the service screens shows xxxxxx and no other info for every board except the cpu board. T shut down..the f.s.e. Reported that there was no patient involvement.